Event description:
According to user, the cassette was in use for infusion of flolan medication to the patient. The pump was reported to alarm for high pressure. The patient was admitted to the hospital care after alarm could not be resolved. Angiography showed no issue with blockage of the catheter; however, as the patient was complaining of dyspnea the hospital replaced the catheter as a precaution. No further medical intervention was reported. No permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.